Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragment of essure device was grasped and removed in") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female, ovarian cystectomy, abortion, parity 1, gravida ii, c-section, diabetes, mammogram abnormal, drug allergy (sulfa alle) and hypertension. Patient has never smoked or used tobacco product. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2994 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: essure insertion & removal date updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: finding: the essure coils appear in an appropriate position. No opacification of the fallopian tubes with contrast material. No spillage of contrast material into the peritoneal cavity. The uterine cavity 15 normal in appearance. Impression : occluded fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: tissue : right fallopian tube with essure left fallopian tube with essure. Peritoneum ¿ endometriosis endometrium curettings clinical preoperative diagnosis: abnormal uterine bleeding, pelvic pain source of specimen: right fallopian tube with essure , left fallopian tube with essure, peritoneum ¿ endometriosis, endometrium curettings description: the first specimen is submitted in a container of formalin labeled right fallopian tube with essure. It consists of fallopian tube with a fimbriated end and a peritubal cyst. The fallopian tube measures 4 x 0.8cm. There is a detached metallic coil consistent with essure within the specimen bottle. Representative sections of the fallopian tube and cyst are submitted in cassettel. The second specimen is submitted in a container of formalin labeled left fallopian tube with essure. It consists of a fallopian tube with a fimbriated end measuring 4 x 0.8cm. There is a metallic coil consistent with essure present within the fallopian tube. The third specimen is submitted in a container of formalin labeled peritoneal biopsy, endometriosis. The fourth specimen is submitted in a container of formalin labeled endometrial curettings. Pathology diagnosis: fallopian tube with peritubal cyst and metallic object with essure device, specimen submitted as right fallopian tube. Fallopian tube with metallic object consistent with essure device, specimen submitted as left fallopian tube. Endometriosis, specimen submitted as peritoneal biopsy. Proliferative endometrium endometrial curettings quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device breakage. Medical history, reporter information, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female, ovarian cystectomy, abortion, parity 1, gravida ii, c-section, diabetes, mammogram abnormal, drug allergy (sulfa alle) and hypertension. Patient has never smoked or used tobacco product. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2994 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion & removal date updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: finding: the essure coils appear in an appropriate position. No opacification of the fallopian tubes with contrast material. No spillage of contrast material into the peritoneal cavity. The uterine cavity 15 normal in appearance. Impression : occluded fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: tissue : right fallopian tube with essure left fallopian tube with essure. Peritoneum ¿ endometriosis endometrium curettings clinical preoperative diagnosis: abnormal uterine bleeding, pelvic pain source of specimen: right fallopian tube with essure , left fallopian tube with essure, peritoneum ¿ endometriosis, endometrium curettings description: the first specimen is submitted in a container of formalin labeled right fallopian tube with essure. It consists of fallopian tube with a fimbriated end and a peritubal cyst. The fallopian tube measures 4 x 0.8cm. There is a detached metallic coil consistent with essure within the specimen bottle. Representative sections of the fallopian tube and cyst are submitted in cassettel. The second specimen is submitted in a container of formalin labeled left fallopian tube with essure. It consists of a fallopian tube with a fimbriated end measuring 4 x 0.8cm. There is a metallic coil consistent with essure present within the fallopian tube. The third specimen is submitted in a container of formalin labeled peritoneal biopsy, endometriosis. The fourth specimen is submitted in a container of formalin labeled endometrial curettings. Pathology diagnosis: fallopian tube with peritubal cyst and metallic object with essure device, specimen submitted as right fallopian tube. Fallopian tube with metallic object consistent with essure device, specimen submitted as left fallopian tube. Endometriosis, specimen submitted as peritoneal biopsy. Proliferative endometrium endometrial curettings quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2023: quality safety evaluation of ptc. Amendment: upon internal review, event "device breakage "was replaced by "medical device removal". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female, ovarian cystectomy, abortion, parity 1, gravida ii, c-section, diabetes, mammogram abnormal, drug allergy (sulfa alle) and hypertension. Patient has never smoked or used tobacco product. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2994 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion & removal date updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: finding: the essure coils appear in an appropriate position. No opacification of the fallopian tubes with contrast material. No spillage of contrast material into the peritoneal cavity. The uterine cavity 15 normal in appearance. Impression : occluded fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: tissue : right fallopian tube with essure. Left fallopian tube with essure. Peritoneum ¿ endometriosis. Endometrium curettings. Clinical preoperative diagnosis: abnormal uterine bleeding, pelvic pain. Source of specimen: right fallopian tube with essure , left fallopian tube with essure, peritoneum ¿ endometriosis, endometrium curettings. Description: the first specimen is submitted in a container of formalin labeled right fallopian tube with essure. It consists of fallopian tube with a fimbriated end and a peritubal cyst. The fallopian tube measures 4 x 0.8cm. There is a detached metallic coil consistent with essure within the specimen bottle. Representative sections of the fallopian tube and cyst are submitted in cassettel. The second specimen is submitted in a container of formalin labeled left fallopian tube with essure. It consists of a fallopian tube with a fimbriated end measuring 4 x 0.8cm. There is a metallic coil consistent with essure present within the fallopian tube. The third specimen is submitted in a container of formalin labeled peritoneal biopsy, endometriosis. The fourth specimen is submitted in a container of formalin labeled endometrial curettings. Pathology diagnosis: fallopian tube with peritubal cyst and metallic object with essure device, specimen submitted as right fallopian tube. Fallopian tube with metallic object consistent with essure device, specimen submitted as left fallopian tube. Endometriosis, specimen submitted as peritoneal biopsy. Proliferative endometrium endometrial curettings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female, ovarian cystectomy, abortion, parity 1, gravida ii, c-section, diabetes, mammogram abnormal, drug allergy (sulfa alle) and hypertension. Patient has never smoked or used tobacco product. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2994 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion & removal date updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: finding: the essure coils appear in an appropriate position. No opacification of the fallopian tubes with contrast material. No spillage of contrast material into the peritoneal cavity. The uterine cavity 15 normal in appearance. Impression : occluded fallopian tubes bilaterally. [Pathology test] on (B)(6) 2022: tissue : right fallopian tube with essure left fallopian tube with essure. Peritoneum ¿ endometriosis. Endometrium curettings. Clinical preoperative diagnosis: abnormal uterine bleeding, pelvic pain source of specimen: right fallopian tube with essure , left fallopian tube with essure, peritoneum ¿ endometriosis, endometrium curettings. Description: the first specimen is submitted in a container of formalin labeled right fallopian tube with essure. It consists of fallopian tube with a fimbriated end and a peritubal cyst. The fallopian tube measures 4 x 0.8cm. There is a detached metallic coil consistent with essure within the specimen bottle. Representative sections of the fallopian tube and cyst are submitted in cassettel. The second specimen is submitted in a container of formalin labeled left fallopian tube with essure. It consists of a fallopian tube with a fimbriated end measuring 4 x 0.8cm. There is a metallic coil consistent with essure present within the fallopian tube. The third specimen is submitted in a container of formalin labeled peritoneal biopsy, endometriosis. The fourth specimen is submitted in a container of formalin labeled endometrial curettings. Pathology diagnosis: fallopian tube with peritubal cyst and metallic object with essure device, specimen submitted as right fallopian tube. Fallopian tube with metallic object consistent with essure device, specimen submitted as left fallopian tube. Endometriosis, specimen submitted as peritoneal biopsy. Proliferative endometrium endometrial curettings quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.